Manufacturer narrative:
The patient was transferred to another facility.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports "I am unaware of additional treatments for the hemolysis. The pump is not able to be returned."

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 61 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical condition was not shared. The cp was inserted and was supporting when on day after implant there were concerns of hemolysis. The urine color was pink. The medical team drew labs for ldh and urine for culture. They reviewed the pump position and volume status. The team kept the pump running at p level of 7 and did no intervention for troubleshooting. No dialysis was initiated and no blood products given. The device ran with d5w with sodium bicarbonate in the purge solution. Also on this second day of support the limbs were bilaterally showing ischemia. They were cold to the touch and pulses were non-dopplerable. The pump was explanted after approximately 42 hours of support. If the explant was due to hemolysis and/or limb ischemia was not shared. The pump was weaned and explanted. Patient survived. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment. This patient was bilaterally ischemic so, the contribution of native patient condition can not be denied but, the medical history was not shared to confirm peripheral arterial disease.